Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016. During the procedure the patient's ipg was repositioned in the pocket as it was flipped. In addition, the reported issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained the scs charger would not locate the ipg. Follow up identified the patient's ipg seems to have tilted sideways in the pocket causing the communication issue with the charger. Surgical intervention may be taken to address the issue.